Manufacturer narrative:
(B)(4). It was reported that the patient was discharged from the hospital on 10/09/2014 and was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient's ethnicity was reported as (B)(6). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The peritonitis was manifested by abdominal pain, cloudy pd fluids and fever. The cause of peritonitis was unknown. On the same day, the patient was hospitalized for the event. Treatment and outcome were not reported. Pd therapy was ongoing. Additional information was not available. This is report 1 of 3 involved in this peritonitis event.